Event description:
It was reported that the fiber tip detached at 50, 000 joules into the case. The detached piece was retrieved and the case completed with another fiber. "There was no injury noted to the pt."